Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and fentanyl via an implantable pump. The indication for use was spinal pain. The patient reported for the past 'couple of days, ' their handset has been 'acting screwy.' The patient stated when trying to bolus, they are seeing a message that says 'it's not responding,' and 'close app or wait,' so when they press 'wait,' then it continues through eventually, but for their last bolus, the screen has not progress at all. The patient stated they have been waiting for 10 minutes and they have not gotten the bolus yet. The agent assisted the patient with clearing data. The patient was able to connect well without issue and read a 1 hour and 36 minute lockout. The patient stated the bolus they tried earlier must have gone through due to seeing this lockout.